Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion section charged coupled device (ccd) glass inside had slight missing, component failure of the distal end cover glass, the light guide bundle was slightly interrupted and weakened, component failure of the light guide bundle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image becomes blurred, indistinct or noisy is caused by a component failure of the universal cord. The insertion section ccd glass inside had slight missing is caused by a component failure of the distal end cover glass. The light guide bundle was slightly interrupted and weakened is caused by a component failure of the light guide bundle. The most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of subject device became blurred, indistinct or noisy during service / maintenance (not in a clinical setting). There were no reports of patient involvement.